Event description:
This case was reported by a lawyer and described the occurrence of atrophy of hard palate in a male pt who used super poligrip as a denture adhesive. The pt's past medical history included bypass surgery, heart attack, parkinson's disease, stent placement, and valve replacement. Co-suspect medication included fixodent. In 1984, the pt used super poligrip at unk dosing. At an unk time after using super poligrip, the pt experienced atrophy of hard palate, pain in palate, burning sensation, pain, cough, oral irritation, swelling, and nausea. This case was assessed as medically serious by gsk. Treatment with super poligrip was discontinued. At the time of reporting, the outcome of the events was unk. Info was received on (B)(6) 2011 via fact sheets completed by the pt and/or the pt's attorney. The pt experienced pain and deterioration of upper palate, burning, hurting, soreness, cough, mouth irritation, swelling, and nausea. Super poligrip (all formulations) was used from about 1984 until 2009, daily. Fixodent original (and all other formulations) was used from about 1983 until 2010, daily, one 2.4 ounce tube a week and/or one 1.4 ounce tube a week. On (B)(6) 2010, the pt's zinc level and copper level were normal.

Manufacturer narrative:
Super poligriop is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).